Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that it was found the distal end was detached. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection.Based on the results of the investigation, the probable cause of this complaint is expected or random component failure resulting from physical stress, with no design or manufacturing issue identified. Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.